Event description:
While using a byte day aligners, patient was examined by their dentist for concerns with #24. The tooth has widened pdl and has mobility. #24 has traumatic occlusion, it is hitting the opposing teeth. The dentist is concerned with the mobility and the widening of the pdl. The patient had a treatment of enamel microabrasion to get the tooth out of the traumatic occlusion and have a more even bite. The retainer is not fitting the teeth completely. This might be causing the tooth to shift. Patient was advised to stop treatment due to the trauma that is caused by pressure from the retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.